Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, cardiac perforation occurred. The procedure was aborted. The left atrial appendage (laa) was noted to be highly pectinated with definitive bifurcation of anterior and posterior lobes divided by a prominent non-compliant mid body pectinate. A laa closure procedure was being performed using both transesophageal echocardiogram (tee) imaging and intracardiac echocardiogram (ice) imaging. Pre-procedure imaging confirmed there was no pe noted prior to the procedure. Right venous access was obtained and transseptal puncture (tsp) was performed under ice using versacross connect (vcc) transseptal access system and a watchman access system (was). The was was advanced to the left atrium, and a pigtail catheter was advanced to the laa and a contrast injection taken. A 27mm watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed. Five total deployments were performed and the wd still did not meet release criteria, so it was removed and exchanged for a 24mm wd. The 24mm wd was inserted and deployed deep into the anterior lobe of the laa then subsequently recaptured and redeployed, and blood pressure rapidly dropped. A pe was noted on the posterior side of the heart and was increasing in size and ultimately surrounded the heart causing tamponade. The 24mm wd was removed, and a cardiovascular surgeon attempted a pericardiocentesis, pericardial window, and pericardial tap on the table. The patient was then transferred to the operating room for an open-heart surgery where the laa was ligated, and bleeding was noted to cease. A blood transfusion of 5 units and 2 units of plasma was performed. The patient was extubated five (5) hours later and is expected to fully recover and discharge the next day. The physician noted that cardiac perforation occurred during deployment of the 24mm, causing the event. It was further reported that a pe imaging sweep was performed prior to inserting the 24mm wd and no pe was seen at that time. 150cc of fluid was removed during the pericardiocentesis, and an additional 500-600ccs was removed during the open-heart surgery where a cardiac perforation was also confirmed. The patient is fully recovered and has been discharged two (2) days post index procedure.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, cardiac perforation occurred. The procedure was aborted. The left atrial appendage (laa) was noted to be highly pectinated with definitive bifurcation of anterior and posterior lobes divided by a prominent non-compliant mid body pectinate. A laa closure procedure was being performed using both transesophageal echocardiogram (tee) imaging and intracardiac echocardiogram (ice) imaging. Pre-procedure imaging confirmed there was no pe noted prior to the procedure. Right venous access was obtained and transseptal puncture (tsp) was performed under ice using versacross connect (vcc) transseptal access system and a watchman access system (was). The was advanced to the left atrium, and a pigtail catheter was advanced to the laa and a contrast injection taken. A 27mm watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed. Five total deployments were performed and the wd still did not meet release criteria, so it was removed and exchanged for a 24mm wd. The 24mm wd was inserted and deployed deep into the anterior lobe of the laa then subsequently recaptured and redeployed, and blood pressure rapidly dropped. A pe was noted on the posterior side of the heart and was increasing in size and ultimately surrounded the heart causing tamponade. The 24mm wd was removed, and a cardiovascular surgeon attempted a pericardiocentesis, pericardial window, and pericardial tap on the table. The patient was then transferred to the operating room for an open-heart surgery where the laa was ligated, and bleeding was noted to cease. A blood transfusion of 5 units and 2 units of plasma was performed. The patient was extubated five (5) hours later and is expected to fully recover and discharge the next day. The physician noted that cardiac perforation occurred during deployment of the 24mm, causing the event.